Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 alarm (air in tubing) followed by a system error 2367 on the homechoice (hc) during the last fill cycle, hp connected. The technical service representative assisted the patient in ending therapy. There was nothing unusual found that could have caused or contributed to the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.